Manufacturer narrative:
A medtronic representative went to the site to test the equipment. He found the f11 and f12 fuses on the mobile viewing station (mvs) were blown. The fuses were replaced. A full imaging system check-out was completed following repairs and part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues were reported. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that while in a spinal fusion case, the mobile viewing station (mvs) would not power on. Multiple outlets were tried before the use of medtronic imaging was discontinued due to this issue following a delay of 20 minutes. The patient was not affected.